Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted subsequent to this patient's death. The device was returned over three years after the date of death with no reason for return.